Event description:
It was reported that the patient felt shortness of breath and his heartrate only stayed at 70bpm when exercising. It was not known what mode the device was programmed to. It was recommended to verify how rate response feature was programmed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.